Event description:
It was reported that the during the implantable cardioverter defibrillator (ICD) follow up visit there was missing diagnostic data, and the device was found to be in pre-implant mode. Subsequently, the ICD was activated and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. . (B)(4).